Event description:
Related manufacturer reference number: 2017865-2021-39865. It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right atrial lead and the right ventricular lead exhibited high capture thresholds and the right atrial lead also exhibited undersensing. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing threshold and under sensing were not confirmed. As received, a partial lead (distal portion) was returned in one piece. During electrical testing the lead failed hi-pot test due to procedural damage to the inner insulation at the middle region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.